Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose, with a peak of 350 mg/dl, despite meal announcement and usual food intake. The agent provided education on the ilet learning phase and meal announcing. While on the phone, the user also noted difficulty finding new infusion set sites due to scar tissue from prior injections. The infusion set was replaced and moved to a new insertion area, after which insulin delivery resumed, and bg began to trend downward. At follow-up, bg decreased to 250 mg/dl and later to 180 mg/dl. The user reported thirst but no other symptoms. No medical intervention was required.